Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the clinicians were prepping the device for 25 minutes. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. It is important to note that the associated electrodes were not returned to zoll for evaluation as part of this investigation, however, follow-up communication with the customer revealed that the electrodes were left out of the protective packaging for an undisclosed amount of time before the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.